Event description:
There was one reported event related to this defect, which occurred in 2005. The event did not lead to mistreatment as the user recognized the error subsequent to plan importation and prior to treatment. There has been no reported injury - serious or otherwise - related to this defect in all of the years it has or may have been present in the filed. Further, there have been no other complaints related to this defect since the initial incident. At the time of the reported incident, neither impac nor the reporting user recognized the event as significant. Impac's initial analysis indicated an isolated incident; however, upon later review of the nature of the defect, impac determined that it potentially affected more than the original complainant site. Despite a very remote probability of occurrence, impac decided to take corrective action in the field (as of 2008) to alert potentially affected customers of the issue and offer them an upgrade containing the fix of the defect. Thus, the event itself did not meet the MDR threshold; however, because it involves a defect for which impac is taking corrective field action, an MDR is now required.